Event description:
Hill-rom received a report from a hill-rom technician stating the head, right brake would not hold. The bed was located in a hill-rom warehouse and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found during the between patient inspection that the head, right brake caster would not hold in brake mode. This was likely caused by the teeth in the brake caster mechanism being worn. The technician replaced the head, right brake caster to resolve the issue. Based on this info, no further action is required.